Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2004: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative and postoperative diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Implant: bard composix kugel® hernia patch. Anesthesia: general. Indications: ¿the patient is a 27-year-old white female who was found to have a lower abdominal hernia. Informed consent for repair of this, including the risk of infection, bleeding, anesthesia risk, need for further operations or procedures, injury to adjacent structures, recurrence, and anticipated postoperative recovery were all discussed with the patient, and he has given informed consent for the procedure.¿ procedure: ¿after induction of general anesthetic she was prepped and draped in the usual sterile fashion using duraprep, and a lower midline incision was then made with a 15 blade. This incision was carried down to the subcutaneous tissues using cautery. A large hernia sac was identified, and this was opened. Some small bowel was present within it. This was reduced into the peritoneal cavity. The hernia sac was then excised. A piece of dual mesh was then placed in the peritoneal cavity with the goretex-ceh surface down. This was secured circumferentially to the fascia with a 2 cm overlap superiorly, inferiorly, and medially on both sides of the hernia sac. Following this, the fascia was closed over the top of the mesh with interrupted #1 prolene suture. The subcutaneous tissues were closed with 3-0 vicryl. The skin was closed with staples. Sterile dressings were applied. The patient was extubated in the operating room and taken to the recovery room in satisfactory condition.¿ (B)(6) 2004: implant sticker. 14cm x 18cm. Bard® composix® kugel® hernia patch. (B)(6) 2007: [facility not listed] (B)(6), md. Operative report. Assistant: (B)(6), fnp. Preoperative diagnosis: partial small bowel obstruction, complex recurrent incisional hernia, and cyst left pelvic mass. Procedure: exploratory laparotomy with lysis of adhesions and release of partial small bowel obstruction, repair of complex incisional hernia with mesh, and excision of cyst pelvic mass. Implant: bard® composix® mesh. Anesthesia: general. Estimated blood loss: 200 cc. Findings: ¿there was proximal small bowel dilatation with distal small bowel collapse with obstruction of the distal jejunum secondary to multiple adhesions with viable appearing bowel. The was a recurrent incisional hernia in the lower midline with several layers of mesh that had pulled away from the fascia and a lateral rlq [right lower quadrant] hernia defect of 8cm with prior mesh repair that had pulled away from the lateral fascia. A septated simple cystic mass of 8cm in size was removed from the left pelvic wall and rectum. The epigastric mesh was intact without herniations.¿ procedure: ¿a lower midline incision was made and exploration was carried out with the above findings. Multiple dense adhesions were freed releasing the small bowel obstruction. Viable bowel was noted at the area of obstruction. The abdomen was thoroughly irrigated. After appropiate [sic] retraction a left pelvic septated cystic mass was removed from the pelvis and sent to pathology. A complex incisional hernia repair was then performed. A longitudinal midline incision was made in the area of herniation. The hernia sac was dissected free and the fascia! Edge was cleared. A subfascial 1ox15inch mesh was then placed. # 2 surgidak was then used to attach the mesh to the fascia. The fascia itself was closed with an interrupted # 2 surgidak suture catching the mesh in the closure. Upon repair of the hernia the subcutaneous tissue was irrigated and then closed with interrupted 2 0 vicryl suture. The skin was closed with staples with a dressing applied. The patient was then awakened, extubated and taken to recovery room in stable condition.¿ implant sticker: 10cm x 14cm. Bard® composix® mesh. Davol. (B)(6) 2008: (B)(6) hospital . (B)(6), md. Operative report. Assistant: (B)(6), fnp. Preoperative diagnosis: recurrent right lower quadrant incisional and right inguinal hernias. Procedure: open incisional and right inguinal hernia repair with mesh. Implant: bard® mesh. Anesthesia: general. Estimated blood loss: 100 cc. Findings: ¿there was a large fascial defect in the right lower quadrant continuous with a defect in the right inguinal area with evidence of a prior onlay fascial mesh in this area and a subfascial mesh.¿ procedure: ¿a transverse incision in the rlq through a prior scar was made in the area of herniation. The hernia sac was dissected free and the fascial edge was cleared. A subfascial 3x6 inch mesh was then placed. An interrupted 0 surgidak was then used to attach the mesh to the fascia, to the subfascial old mesh medially and to the iliac crest laterally. Inferiorly the mesh was attached to the shelving portion of the inguinal ligament. The fascia itself was closed with an interrupted # 1 surgidak suture catching the mesh in the closure. Upon repair of the hernia the subcutaneous tissue was irrigated and then closed with interrupted 2 0 vicryl suture. The skin was closed with 4 0 vicryl subcuticular stitch with steri-strips and a dressing applied. The patient was then awakened and taken to recovery room in stable condition.¿ implant sticker: bard® mesh. 3¿x6¿. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative and postoperative diagnosis: symptomatic ventral incisional hernia, recurrent. Procedure: repair of recurrent incisional ventral hernia with placement of physiomesh. Anesthesia: general. Estimated blood loss: minimal. Procedure: ¿subsequently, a 10 cm incision was made over the hernia and subcutaneous tissue was entered. Hernia sac was identified and reduced. The previous mesh was noted. Significant adhesions were noted. They were taken down. Subsequently, a 15 cm x 10 cm physiomesh was opened to the field. The defect was approximately 4 cm in size. This was sewn as an underlying mesh underneath the fascia using interrupted #1 pds suture. The fascia was subsequently closed over the mesh with #1 pds sutures. Subcutaneous tissue was approximated with 2-0 vicryl suture and skin was stapled.¿ implant sticker: physiomeshtm. Ethicon. 10cm x 15cm. Implant preoperative complaints: (B)(6) 2013: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is a 36-year-old female with a substantial history of multiple previous abdominal procedures, including open repair of hernia. The patient is seen and evaluated on an outpatient basis and had received a previous computed tomography demonstrating defect in the epigastric region. Patient pointed to this as major site of her complaints. However, patient also noted some intermittent obstructive-type symptoms. Situation was discussed with the patient in detail along with diagnosis, prognosis, proposed surgical and nonsurgical alternatives with risks, benefits, and patient expressed verbal understanding and desire to proceed. Proper consents were signed and placed in chart prior to procedure, and the site was marked in the preoperative holding area.¿ implant procedure: laparoscopic repair of recurrent ventral hernia with removal of internal mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided]. Implant date: (B)(6) 2013 (hospitalization dates unknown). (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: recurrent ventral hernia, incarcerated without obstruction. Morbid obesity and extensive intra-abdominal adhesions. Anesthesia: general. Estimated blood loss: 100 ml. Complications: none. Specimens: previous internal mesh to pathology for gross identification. Procedure: ¿all incisions were infiltrated with 0.25% marcaine with epinephrine, and a small incision was created in the left upper quadrant in the subcostal region, and a 5-mm optical dilating trocar was introduced into the peritoneal cavity under direct visualization without difficulty. A pneumoperitoneum was quickly and safely established. At this point, further inspection of the peritoneal cavity demonstrated significant and profound adhesions of omentum and bowel to the anterior abdominal wall along the midline incision. There were also profound adhesions noted into the pelvis. At this point, a second 5-mm and 10-mm trocar were placed under direct visualization in the left flank without difficulty, and extensive lysis of adhesions was undertaken in both blunt and sharp technique. Multiple loops of small bowel and a substantial portion of omentum were liberated from the anterior abdominal wall, and a relatively small defect was encountered in epigastrium that was incarcerated with omentum. At this point, dissection was carried inferiorly, and it was noted that there was primary failure of the previously placed intraperitoneal mesh. This had secondarily folded upon itself, and there were multiple loops of bowel adhesed to both the anterior and posterior aspect of this. These were liberated again with a combination of blunt and sharp dissection. There was no obvious injury to bowel during this maneuver. During these maneuvers, a portion of the mesh had to be divided, and the majority of the mesh that was not fully incorporated into the abdominal wall was then sharply resected and removed from the peritoneal cavity using an endocatch bag. This was done in fragments and sent to pathology for permanent section and identification. At the completion of this maneuver, the entire anterior abdominal wall was liberated, and there was no other obvious pathology noted. There was no active bleeding. At this point, a 15 x 19 cm gore dualmesh plus was selected and placed intraperitoneally after 0 gore sutures were affixed anterior/superior right and left laterally for a total of 6 sutures that would be placed in a transfascial technique. The mesh was then placed intraperitoneally, unfurled, and secured superior and inferiorly first using a karl storz fascial closure device under direct visualization without difficulty. The right and left superior and inferior stay sutures were also then placed in a similar fashion, and there was excellent suspension of the mesh covering the previously identified defects, including the small defect in the epigastrium and the relatively large defect inferior to this near the umbilicus. As this point, the mesh was also secured to the previously placed fragments of mesh that were fully incorporated into the lower abdominal wall. The mesh was then further secured circumferentially with multiple spiral tacks using a protack device circumferentially. This was done without difficulty again with excellent placement of the mesh. Final inspection of the peritoneal cavity demonstrated no other significant abnormalities. Due to the extensive nature of the lesser adhesions, a 10-mm flat jackson-pratt drain was placed intraperitoneal so that any potential enterotomy may be controlled postoperatively. This was exited through the right flank, where a third 5-mm trocar was placed to aid in placement of the mesh and the protack device. At this point, a final inspection of the peritoneal cavity demonstrated no other significant abnormalities. Trocar sites were examined, pneumoperitoneum was released, and trocars were removed. The incisions were then closed using 4-0 monocryl running subcuticular sutures, dressed with steri-strips and a sterile dressing.¿ relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: transabdominal incisional hernia repair and removal of infected mesh. Explant date: (B)(6) 2017 (hospitalization dates unknown). (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), fnp. Preoperative diagnosis: recurrent incisional hernia status post recent repair with infected mesh and large pseudocapsule. Anesthesia: general. Estimated blood loss: 150 cc. Specimens to lab: culture and sensitivity, mesh and cicatrix. Finding: ¿there was midline incision with a large subcutaneous pseudocapsule and onlay mesh with poor incorporation right laterally suggesting chronic infection. There was noted to multiple prior repairs with a subfascial lower abdominal wall gortex mesh with a 2 cm defect. There was a 4cm fascial defect in the midline epigastrium and the very most superior edge of mesh repair along with loss of the right anterior rectum [sic] sheath medially.¿ procedure: ¿a longitudinal midline incision was made in the area of herniation. The pseudocapsule and most recent onlay anterior mesh was removed from the subcutaneous tissue and lower abdominal wall fascia. The fascial defects were closed with interrupted # 1 pds suture. Tow [sic] jp drains were placed through right and left lower abdominal separate stab wounds and sutured to the skin with 4 0 nylon suture. Upon repair of the hernia the subcutaneous tissue was irrigated and then closed with interrupted 2 0 vicryl suture in the deep and superficial layers. The skin was closed with 4 0 vicryl subcuticular stitch with dermabond applied. The patient was then awakened and taken to recovery room in stable condition.¿ (B)(6) 2017: (B)(6) hospital. (B)(6), md. Pathology. ¿specimens received: cicatrix, mesh and hernia sac. Preoperative diagnosis: infected mesh. Final diagnosis: scar with chronic inflammation in foreign body giant cell reaction. Gross diagnosis: foreign body (surgical mesh). Gross description: received in formalin labeled ¿(B)(6), cicatrix, infected mesh, hernia sac¿ is a 15.0 x 13.0 x 4.0 cm aggregate of skin, soft tissue, and apparent surgical mesh. Discrete masses and/or lesions are not grossly identified. Skin has apparent scar, 10.0 cm.¿ relevant medical information: (B)(6) 2018: (B)(6) hospital. Inpatient admission. (B)(6) 2018: [provider not listed] history and physical. Chief complaint: ¿(B)(6) is here for complaints of fever over the weekend of >102, with persistent nausea with vomiting.¿ history of present illness: ¿the patient is a 40 year old female who presents to the office today with abdominal pain, persistent nausea, vomiting and fever of > 102 for the past several days that she is treating with tylenol. Fever max today of 100.0 but she is weak and unable to eat or drink without vomiting. (B)(6) of 2017 she underwent transabdominal incisional hernia repair and removal of infected mesh with IV antibiotic therapy for 2 weeks postop followed by oral antibiotics. She has a complicated history of having an incisional hernia repair by dr. (B)(6) last year which became infected. Severe nausea and vomiting has not improved with zofran. She underwent CT abd and pelvis at (B)(6) hospital earlier today showing small bowel adhesions to abdominal wall.¿ surgical history: ¿11 hernia repairs some with mesh.¿ assessment: ¿persistent nausea and vomiting, fever, partial small bowel obstruction.¿ plan: admit. (B)(6) 2018: (B)(6), md. Discharge summary. Discharge diagnoses: small bowel obstruction secondary to abdominal wall adhesions, persistent nausea and vomiting and infected mesh. Hospital course: ¿the patient was admitted to the hospital and was treated for abdominal pain, small bowel obstruction and persistent nausea and vomiting. The patient was initially treated with bowel rest with IV hydration and IV invanz for infected mesh. Workup included CT abd and pelvis at regional hospital the day of admission showing small bowel adhesions to abdominal wall. The patient was discharged home once she met criteria with instructions low bulk diet with restricted activities with a return to clinic in one week. Discharge medications are percocet 10/325 po q 4 hours prn pain # 30, urecholine 25mg ac and hs. Hospital discharge day management 30 minutes or less.¿ (B)(6) 2018: (B)(6) hospital. Inpatient admission. (B)(6) 2018: (B)(6), md. History and physical exam. Abdomen: soft with tenderness to ruq and mid abdomen, weakness with bulging to superior aspect of abd incision, small amount of drainage from umbilicus with mild erythema of 2cm. Assessment: abdominal pain with persistent nausea and vomiting secondary to partial small bowel obstruction, abdominal wound drainage and abdominal hernia. Plan: laparoscopic exploration with lysis of adhesions with release of partial small bowel obstruction, possible incisional hernia repair, possible open procedure. (B)(6) 2018: (B)(6), md. Operative report. Assistant: (B)(6), fnp. Preoperative diagnosis: cutaneous sinus tract from chronic subfascial abscess with large subfascial mesh with extensive adhesions. Procedure: transabdominal incisional hernia repair with removal of infected mesh, excision of sinus track and umbilicus and extensive lysis of adhesions. Anesthesia: general. Estimated blood loss: 150 cc. Specimens to lab: cultures of abscess, infected mesh, sinus tract and umbilicus. Findings: ¿there was a 1 cm sinus tract just inferior and left lateral to the umbilicus that entended [sic] to the base of the umbilicus and through the fascia with a 4cm subfascial abscess with a large mesh of 8x12 inches with attachment to the pubic symphysis resulting in a large fascial defect upon removal which was repaired with primary closure.¿ procedure: ¿a longitudinal midline elliptical incision around the umbilicus and sinus tract in the mid and lower abdomen was made. The sinus tract extended down to the base of the umbilicus and to a 4cm subfascial abscess. The sinsu [sic] tract and umbilicus were excised en block. Extensive enterolysis was required for approximately [sic] one hour with small bowel adherent to peritoneal side and fascia and rectus muscle on the exterior surface of the mesh. The mesh extended down to the pubic symphysis [sic]. The mesh was carefully freed and sent to pathology [sic]. The abscess was drained and cultured with the abscess cavity cauterized. The hernia sac was dissected free and the fascial edge was cleared. The abdomen was then irrigated with good hemostasis noted. The fascia itself was closed with a running # 1 stratafix [sic] suture followed by an interrupted #1 pds suture. Upon repair of the hernia the subcutaneous tissue was irrigated and then closed with interrupted 2 0 vicryl suture in the deep and more superficial layers. The skin was closed with 4 o monocryl subcuticular stitch with dermabond applied. The patient was then awakened and taken to recovery room in stable condition.¿ (B)(6) 2018: (B)(6), md. Pathology. Final pathologic diagnosis: ¿1. Skin and soft tissue, cicatrix, excisional biopsy: benign cutaneous/subcutaneous soft tissue with dermal organizing suppurative abscess formation in association with foreign body giant cell reaction to polarizable foreign material. 2. Soft tissue from umbilical region: benign cutaneous/subcutaneous soft tissue with deep dermal organizing abscess formation in association with foreign body giant cell reaction to polarizable foreign material. 3. Infected mesh: benign fibrovascular and adipose connective tissue with mixed inflammatory changes and foreign body giant cell reaction to polarizable foreign material. Surgical mesh retained for gross examination only.¿ gross description: 1. ¿received in formalin labeled ¿(B)(6), cicatrix¿ is a 7.0x1.7 cm tan ellipse of skin which has been excised to a depth of 2.2 cm. The skin surface is remarkable for an eroded, erythematous area, 1.0 cm. Sections through the area reveal 1.4 cm dark tan mushy area of liquefaction. There is adjoining fibrous tissue.¿ 2. ¿received in formalin labeled ¿(B)(6), umbilicus¿ is a 4.5x1.7 cm unoriented tan ellipse of skin which has been excised to a depth of 2 cm. There is a detached rubbery portion of fibrous tissue, 3.0x2.0x1.5 cm. Sections through the skin reveal 2.2 cm area of liquefaction. There is adjoining firm tan rubbery fibrous tissue with several portions of interspersed suture.¿ 3. ¿received in formalin labeled ¿(B)(6), infected mesh¿ is an irregularly shaped 23.0x15.5x2.5 cm portion of apparent surgical mesh with attached soft tissue.¿ cytology. Final cytologic diagnosis: ¿fluid from infected mesh 3cc sl bloody (tp): adequate specimen. Negative for malignant cells. Acute inflammation.¿ (B)(6) 2018: (B)(6) hospital. Inpatient admission. (B)(6) 2018: (B)(6), md. Admission history and physical. Chief complaint: ¿(B)(6) is here for follow up from transabdominal incisional hernia repair with removal of infected mesh, excision of sinsus [sic] track and umbilicus and extensive lysis of adhesions on (B)(6)2018 with complaints of pain and fever.¿ history of present illness: ¿the patient is a 41 year old female who presents to the office today with increasing abd wall tenderness and erythema with fever, nausea. Vomiting and fever of > 102 for the past several days that she is treating with tylenol. She was discharged from the hospital friday following transabdominal incisional hernia repair with removal of infected mesh, excision of sinsus track and umbilicus and extensive lysis of adhesions on (B)(6) 2018. Due to chronic infections and obesity her diabetes is poorly controlled with hgba1c of 11.5. She has a complicated history of having an incisional hernia repair by dr (B)(6) last year which became infected. She has developed a large seroma that has required multiple in office ultrasounds and aspiration of seroma. This continues to reoccur and drain placement was performed. She has undergone multiple abd hernia repairs and has had postop seroma development with each surgery. Unable to take bp meds for the past 2 days due to severe nausea that has not improved with zofran.¿ abdominal exam: ¿abdomen is obese with a midline incision and marked abdominal tenderness [sic] with entire lower abdomen and mons pubis erythematous.¿ assessment: persistent nausea and vomiting, status post removal of infected mesh with cellulitis of lower abdominal wall and fever. Mesh culture + staph aureus. Plan: admit, IV antibiotics and IV hydration. (B)(6) 2018: (B)(6), md. Discharge summary. Discharge diagnoses: ¿cellulitis [sic]with abscess of lower abdominal wall secondary to recent transabdominal incisional hernia repair with removal of infected mesh, excision of sinsus [sic] track done on (B)(6) 2018. Wound cultures + proteus mirabilis on (B)(6) 2019 [sic] and staph aureus (B)(6) 2018. Uncontrolled diabetes secondary to infectious process. Obesity.¿ hospital course: ¿the patient was admitted to the hospital and was treated for abdominal pain secondary to abdominal wall cellulitis with abscess. The patient was initially treated with IV antibiotics with IV hydration and analgesics. Workup included CT abdomen and pelvis showing abscess. She underwent I&d of abscess with 6cm abscess cavity and wound packing. Cellulitis gradually improved but patient will require IV antibiotics. The patient was discharged to skilled nursing facility for vancomycin IV antibiotics with pharmacist to dose, with weekly cbc and cmp, accuchecks q 6 hours with sliding scale insulin, daily wound care with change of wound packing with a return to clinic in one week.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial I instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, pain, additional surgical procedure to remove mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. A previous patient code was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ a previous patient code was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect: h6: updated investigation finding: h6: updated investigation conclusions: this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ a previous patient code was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.